Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. Upstream occlusion flow line testing was performed, and no issues were noted. The upstream sensor calibration readings were found to be out of specification. A review of the event history log revealed multiple upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy in the intensive care unit. The reporter indicated that the pump upstream occluded ten times in five minutes. 0.9%normal saline was running at 999ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.